Event description:
It was reported that battery depleted too quickly for user, and parent declined to complete troubleshooting or continue discussion. There was no reported adverse impact to the customer¿s blood glucose level. Parent stated they would call back when ready to complete troubleshooting, and case was considered abandoned by customer until further contact occurred, with no additional actions taken by technical support at that time.